Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced when filling a cartridge. The cartridge was ultimately filled successfully and loaded onto the pump. Additionally, the cartridge did not fit onto the pump. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 126mg/dl.